Manufacturer narrative:
B5: upon follow up, it was reported that the antibiotic treatment was discontinued. On an unknown date, the patient was discharged from. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 5 days, ongoing, route and duration were not reported) and meropenem injection (500 mg, twice a day, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.